Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200735521] noted that did not pertain to the complaint.

Event description:
Material no. 324907 batch no. 8043632. It was reported that during use of the bd ultra-fine¿ insulin syringe when trying to draw medication, the plunger rod shot back up and the user was unable to use it. The following information was provided by the initial reporter: the consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it.

Manufacturer narrative:
Investigation summary: customer returned samples. This record will capture issues for difficult/unable to operate the plunger rod. The mail kit returned by the customer contained four (4) loose 31g x 6mm, 0.5ml bd insulin syringes from lot 8043632. Consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it. All four returned samples were examined, and it was observed that two syringes had stoppers and needle-hub/shield assemblies attached properly. These two syringes were tested for flow using water: one of these syringes was able to draw and expel properly, and the other was not. The sample that did not pass the flow test was then wire tested: the wire was unable to pass through the length of the cannula due to blockage by a hard material, possibly excess adhesive inside the cannula. The clog would be the cause for difficulties experienced moving the plunger rod, as reported. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). As per investigation completed by manufacturing, "on 19th aug 2019, holdrege received (2) loose, 0.5 ml 31 g x 6mm bd insulin syringe from batch 8043632. All samples were decontaminated per (B)(4) prior to being evaluated. A visual evaluation of the (1) syringe returned from the customer appeared to have adhesive clog inside the cannula. Process: ¿the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿the cannula is then re-inserted into the hub with vacuum. ¿the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Material no. 324907, batch no. 8043632. It was reported that during use of the bd ultra-fine¿ insulin syringe when trying to draw medication, the plunger rod shot back up and the user was unable to use it. The following information was provided by the initial reporter: the consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 324907, batch no. 8043632. It was reported that during use of the bd ultra-fine¿ insulin syringe when trying to draw medication, the plunger rod shot back up and the user was unable to use it. The following information was provided by the initial reporter: the consumer stated when he tried to draw his medication with one syringe, the plunger shot back up, so he was not able to use it.